Manufacturer narrative:
The account replaced the brake casters and steer caster to resolve the issue.

Event description:
The account alleged the brake casters and steer caster rotate while in brake mode. No injury reported.